Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Examination of the provided x-ray images confirms the reported femoral bone fracture as evidenced by the circlage wire used for repair. Product error is not however identified. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for increased pain. Event is not serious and is considered moderate. There is a remote possibility the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2021, (left hip).